Event description:
An optometrist reported that a patient who underwent photo refractive keratectomy (prk), presented with an epithelial defect in the right eye, at the one week postoperative visit after the bandage contact lens (bcl) was removed. Add'l info was received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).